Event description:
Caller states that she tested at 9:00am with a result of 230mg/dl and she took 3 units of novalog in response. She reports that at 2:00pm she tested at 145mg/dl but took no medication. At 4:00pm she states she tested at 222mg/dl and took 1.6 units of novalog and a few minutes later she felt her blood glucose was dropping. She tested she reports eating candy and drinking milk to elevate her blood glucose. At 4:45pm she tested at 41mg/dl and 2 hours later she tested 85mg/dl. No medical treatment sought. No quality controls were used. Requested return of suspect device and replacement was sent.